Manufacturer narrative:
Suspect lot review: suspect lot#3175670 showed (B)(4) units were manufactured, tested, inspected and released in february 2016, citing no exception documents. Suspect lot# 3190350 showed (B)(4) units were manufactured, tested, inspected and released in april 2016, citing no exception documents. Visual analysis: 3/10/2017 - received one used 011-46103-05, safeset transpac; lot# 3175670 and 3175670. Blood was observed on the device. Only the safeset syringe was returned. The male luer connected to the pressure tubing exiting the syringe was confirmed to be separated. The luer was not returned. Engineering functional testing: the 2" section of tubing was visually examined at the location of the disconnect. A partial solvent ring was observed around the tubing. The mating male luer that was bonded to the tube was not returned for analysis. The opposite bond of the 2" segment where the tubing is bonded to the female luer that is attached to the one-way stopcock was pull tested and no the bond failed with a peak force. Final engineering summary: the reported complaint of tubing disconnect was confirmed. The root cause of the failure is from insufficient solvent. Only a partial solvent ring was observed around the tubing. ICU medical through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint received regarding one 011-46103-05, safeset transpac; lot# unknown. Report states: again the device fell apart at the tubing where the male luer connection is between the safeset syringe and the male luer. No adverse patient consequences reported.